Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was alarming no delivery. Customer stated that they removed the infusion set and tested to ensure insulin was exiting the tubing. Advised customer alarming may be cause by insertion site inclusion. Customer treating with manual insulin injections. During troubleshooting, device passed high pressure testing. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.